Event description:
A report was received that the patient was experiencing pain at the back, between the battery and the anchors. It was mentioned that the patient got treated for a while, but unknown if what intervention was provided.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the back, between the battery and the anchors. It was mentioned that the patient got treated for a while, but unknown if what intervention was provided.

Manufacturer narrative:
Additional information was received that the patient was experiencing uncomfortable stimulation at the midline incision site. The patient will undergo a revision procedure. Additional suspect medical device components involved in the event: model #: sc-2317-70 serial #: (B)(4)description: infinion cx 70 cm lead.

Event description:
A report was received that the patient was experiencing pain at the back, between the battery and the anchors. It was mentioned that the patient got treated for a while, but unknown if what intervention was provided.

Manufacturer narrative:
Additional information was received that the patient was treated with injections and shots before thinking it was stimulation related.

Event description:
A report was received that the patient was experiencing pain at the back, between the battery and the anchors. It was mentioned that the patient got treated for a while, but unknown if what intervention was provided.